Event description:
It was reported that during the surgical procedure, the customer experienced a recurring 20013 system error code. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded, that the system error experienced by the customer was associated with the right master tool manipulator (mtmr). The system was repaired by replacing the affected mtmr. The mtmr was returned to isi for failure analysis investigation. Engineering discovered a defective potentiometer assembly within the mtmr, thus generating the system error experienced by the customer. The system alarm (the 20013 system error code) functioned as designed and there was no injury to the pt. The procedure was converted to open surgical techniques to complete the planned procedure. As of 01/11/07, there have been no reported recurrences of the issue at the hosp.